Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 19 mmol/l at the time of the event and 18.3 mmol/l at the time of the call and reported the insulin was not delivered. Troubleshooting was partially performed and found that the customer was treated with an insulin inpen. The customer was not reporting symptoms as a result of blood glucose. The pump was used within 48 hours and the auto mode was not active at the time of the event. The customer alleged that the insulin pump was under-delivering the insulin. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-jul-2023, there is no unexpected alarms/suspends. No delivery alarm/insulin flow blocked alarm was noted. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 07/12/2023 10:34:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-jul-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 534500 (53.45 u), dailytotalofbasalinsulindelivered: 259500 (25.95 u), dailytotalofbolusinsulindelivered: 275000 (27.5 u). 07/12/2023 08:03:47.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 24000 (2.4 u), bolusamountdelivered: 24000 (2.4 u). 07/12/2023 08:57:23.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 18000 (1.8 u), bolusamountdelivered: 18000 (1.8 u). 07/12/2023 09:25:51.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 11000 (1.1 u), bolusamountdelivered: 11000 (1.1 u). 07/12/2023 10:18:21.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 26000 (2.6 u), bolusamountdelivered: 26000 (2.6 u). 07/12/2023 12:07:33.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 18000 (1.8 u), bolusamountdelivered: 18000 (1.8 u). 07/12/2023 12:37:05.000 dualboluspartdelivered (222), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 37000 (3.7 u), squarebolusamountprogrammed: 37000 (3.7 u), bolusamountdeliveredforthecurrentboluspart: 37000 (3.7 u). 07/12/2023 15:37:00.000 dualboluspartdelivered (222), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 37000 (3.7 u), squarebolusamountprogrammed: 37000 (3.7 u), bolusamountdeliveredforthecurrentboluspart: 37000 (3.7 u). 07/12/2023 20:35:09.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 104000 (10.4 u), bolusamountdelivered: 104000 (10.4 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 12-jul-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 07/11/2023 07:24:06.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a minor scratched lcd window, a overlay scratched and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.